Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie were jammed - tablet was stuck between inside and outside lid wall of the cubie. The field service engineer dialed into the station and worked with the pharmacy to pop up the cubie in hta. The service engineer then released the jammed medications and reinstalled the cubie. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie got jammed and the tablet was stuck between the inside lid and outside wall, preventing it from opening. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.